Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the surgeon was wearing a loop; device was 18¿from surgical field. Has the surgeon been in-serviced on heat management? Yes. Is the surgeon aware of the warnings in the IFU as to heat? Yes, regular user of the device. What is the severity of the burn? Degree not provided only that cream was applied and it is fine without a scar. What medical intervention was used to treat the burn? (Such as salve or stitches) cream are there any anticipated long-term effects from the burn? No. (B)(4).

Event description:
(B)(4).